Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the impedance was high in multiple rv locations. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found.